Event description:
During an in-clinic follow-up, the device was in backup vvi (bvvi) mode with no backup defibrillation operation. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.